Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down keypad buttons were under-responsive to user presses. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a keypad issue.